Event description:
Pt was vomiting but did not check her blood glucose level. The next day, when she checked her blood glucose, it was over 500 mg/dl. Pt was hospitalized for diabetic ketoacidosis. She also had a sore throat and possible infection. She had not adminstered any boluses when her blood glucose level began to rise.